Event description:
It was reported that the customer feels that their insulin pump is providing inaccurate information. She states that the insulin pump said that her blood glucose levels was 156mg/dl but the paramedic stated that her blood glucose level was in the 50mg/dl range. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.